Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat # 626-00-46f; lot # 82644704. V40 fem head orthinox 28-0; cat # 6364-2-128; lot # g7926213. Exeter v40 stem 44mm no1l125; cat # 0580-3-441; lot # g8100200. Tridentii tritanium multi 56f; cat # 709-04-56f; lot # 74801801a. 6.5mm low profile hex screw 30mm; cat # 7030-6530; lot # 2lzd. 6.5mm low profile hex screw 15mm; cat # 7030-6515; lot # 3np. 6.5mm low profile hex screw 15mm; cat # 7030-6515; lot # 2jhh. Simplex p full dose 1 pack; cat # 6191-1-001; lot # rkb065. Simplex p full dose 1 pack; cat # 6191-1-001; lot # rkb065. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies.¿ complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.¿ additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "patient left hip was revised due to infection the head and liner were swapped which are highlighted yellow in the attached document. Awareness date is (B)(6) 2021 all information available to us is included in this report. No further information on the patient is available from the facility and no implants returned per hospital policy."